Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that excessive glue was present on the tip of device and it appears that a tiny piece of ceramic part could be broken. A replacement was available. Although there was patient involvement, the case was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was visually inspected under the microscope. Minimal wear marks observed on ceramic, glue starts to come off from the side of tip. A deformation on the edge of ceramic next to the electrode ball (left) was observed the broken glue observed on ceramic is the outer seal on both sides of the hood. Probably the deformation noticed on the ceramic was a tiny chip/dent caused by contact with another hard instrument. Functional inspection : the probe was connected to the crossfire console in the cel lab. A simulation was performed using saline water and a piece of tissue paper. No abnormal condition was observed during the activation test and it was fully operational. All switches were also verified no problem found. Unable to reproduce the alleged problem during functionality test ("mass" at the tip of the probe that switched of during the surgery). However the broken glue and dent on ceramic was confirmed. As part of the investigation is to read the activation history of the probe, connected the probe to the serfas energy programmer box. The e-prom box has a maximum capacity to store of 41 activation instances. The returned unit was dissected to verify the electrical connections. No abnormal condition was observed in terms of wire connections also checked the pcb no water ingression found. The probable root cause/s could be inadequate gluing operations (tip and core/lumen), probe short, user accidentally submerges device, probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Poor assembly process, misuse, excessive force used when inserting of removing probe, or any forceful impact to the tip of the probe with rigid objects.

Event description:
It was reported that excessive glue was present on the tip of device and it appears that a tiny piece of ceramic part could be broken. A replacement was available. Although there was patient involvement, the case was completed successfully.